Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2015-00098: compression sleeve.

Event description:
The surgeon implanted orthopedic plate with screws and a compression sleeve in (B)(6) 2014. On (B)(6) 2015, x-rays showed that one screw and the compression sleeve had broken. Additionally, bone union had not been achieved.